Event description:
A pump malfunction was reported by the caller, which caused the customer's blood glucose level to exceed a safe range, though no specific value was provided except that it was displayed as "high." To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. The customer had not previously reset the pump for this malfunction in the past 24 hours. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and advised to contact technical support if the malfunction code appeared again.